Manufacturer narrative:
Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. Internal file number - (B)(4).

Event description:
The hospital reported that during a coronary artery bypass procedure, the aortic cutter did not create a circular aortotomy and three heartstring iii seals failed to seal the non-circular aortotomy. The surgeon repaired the site of the aortotomy in order to sew a normal graft conduit to the aorta. A side biter clamp was used to complete the procedure. The hospital did not report any patient effects. The hospital will reportedly not be returning the aortic cutter or the three heartstring iii devices. Refer to MFR report # 2242352-2013-00834, 2242352-2013-00935, and 2242352-2013-00936 for the related reports.